Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Central line inserted on apr 25. Pulled back by dr. (B)(6). Wrong cleaning solution potentially used when line was pulled back and redressed - unknown. Dr. Notified line leaking "at insertion site" at 2120. Dr. And writer to bedside. Line identified to be leaking where the line connects to the hub. Confirmed patient requires long term IV therapy - central line access required. New central line inserted x2 attempts. Old line removed, saved, and given to cld nicu for review.